Event description:
A potential product issue has been reported internally with our mevatron linear accelerator. In the abundance of caution this issue is being reported. When the gantry was at 180 degrees, two screws that hold the two parts of the beamview detector together fell out. This caused the beamview detector to open and some of the metal parts of the device touched the pt. An injury has been reported. The pt received an xray for possible broken nose, however, it was determined that the pt's nose was hurt but not broken. Further investigation is required to determine the root cause of the event. Corrective action is pending final investigation.

Manufacturer narrative:
Initial preliminary risk assessment indicates: severity: 3 (critical). Reason: the pt's nose has been hurt but was not broken. The movement of the unit would be stopped mechanically when the unit reaches is maximum extension. In this case, the unit may touch the pt. Since beamview housing is not very heavy, even if the housing contacts the pt due to falling, this may result in a serious injury but not death of the pt. Probability: c (remote). Reason: there has been no incident reported before with the same root cause. This failure is possible but not likely to reoccur. No other products are affected.